Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284trk implantable cardioverter defibrillator (ICD), (B)(6) 2011. A 6947-65 implantable tachy lead, (B)(6) 2005. A 5076 implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)  reached elective replacement indicator (eri), and premature depletion was suspected. The physician felt that the early depletion was due to the right ventricular (rv) lead and the left ventricular (lv) lead both had chronic high thresholds. The ICD was explanted and replaced. The pace/sense portion of the rv lead was capped and the high voltage coils remain in use. A new rv pace/sense lead was implanted. The lv lead remains in use. No patient complications have been reported as a result of this event.